Event description:
It was reported that, "during a 2 level acdf, dr. []attempted to remove an implanted 14 mm reflex hybrid plate, the tip of the removal driver was broken off into a 4.0x14mm variable reflex hybrid screw. The plate and screw were then damaged being taken out with the standard screwdriver. Following this dr (B)(6) implanted a 16 mm reflex hybrid that he wanted to remove, the plate was damaged while trying to explant with the old version of the removal screwdriver. The hospital unknowingly discarded the implants."

Manufacturer narrative:
Method: visual inspection, device history review, and complaint history results: visual inspection: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The broken fragment was not returned. Device history review: no manufacturing deviations were noted. Complaint history: a total of (B)(4) complaints involving (B)(4) units have been received relating to draw rod tip deformations. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation of the draw rod when connected to screw, insufficient depth of screwing between draw rod and screw. Conclusion: the returned instrument was visually inspected and the distal threaded tip was confirmed to be broken. The instrument failure is believed to be the result of user-error. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ." The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ." Excessive tightening could also result in the deformation of the instrument distal tip. The reflex-hybrid revision driver draw rod tip is now made from biocompatible material to mitigate the risk of it remaining in a potential patient. The rate of failure and related severities are within thresholds levels.